Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a lead replacement procedure. During the implantation of the new right ventricular lead, an unspecified issue was noted so the lead was not used. Patient was stable throughout the procedure.